Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 377 mg/dl. Reportedly, the customer believed the bg level was caused by the pump not pumping enough insulin. Tandem technical support reviewed the customer's settings and basal rates and confirmed the settings were accurate. A manual injection was administered to address the bg level; the customer's current bg level was 207 mg/dl. Recommendation was made to consult with their health care provider to discuss diabetes management. Reportedly, the customer reverted to manual injections for insulin therapy.